Event description:
A caller reported a cartridge alarm 30 on several consecutive dates. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. To address the issue, technical support confirmed the occurrence of alarms with consecutive cartridges and decided to replace the pump.